Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.038.385s, lot 864p119: manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: june 27, 2022. Expiration date: june 01, 2032. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patent identifier: (B)(6). Procode: additional product code: ktt. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. MFR site:postal: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in mexico as follows: it is reported that on (B)(6) 2022,the helical blade was not screwed into the connection screw for the blade, nor into the extraction connection screw, when changing the size of the sterile implant to a longer length, it could be placed without any major problem. The affected helical blade material was not introduced into the patient, as the assembly is done outside the same prior to introduction. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No. Did the patient require revision surgery or hardware removal? No. Patient status/ outcome / consequences: no. This report is for one (1) tfna helical blade perf l85 tan. This is report 1 of 1 for complaint: (B)(4).